Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump med was ¿mitigo.¿ the indication for pump use was non-malignant pain. The patient reported that they have been seeing a 'reboot' screen on their handset every time they try to power on the handset, and that their handset must be 'old' because it 'takes a long time' to power it on. The patient also stated that for 'at least 3-4 months,' they have been seeing the screen get stuck on 'searching for' when trying to connect to the pump, so they tap 'cancel and retry' to get the screen to clear. They also stated they see 'no pump response' so they have to move the communicator around. Per the patient, 'most of the time,' the handset screen will get stuck on 91% when connecting to the pump and will get stuck at 91% again when trying to request a bolus so they have to move the communicator around a bit to connect. The handset had not been wet/dropped. During the call, the patient attempted to connect to the pump prior to the agent's instruction and prior to the communicator being powered on. The agent assisted the patient in closing out of all running applications, and when restarting the myptm app the patient was able to successfully connect to the pump with a brief delay at 91% and request/receive a bolus with a brief delay at 91%. When the agent was assisting the patient in navigating out of the 'about' screen in the myptm app, the screen froze for 'a long time,' and the screen was unresponsive. Per the patient, the handset screen only freezes in the myptm app and this had been going on for 'quite a while, but I just dealt with it until I was sick of it.' The agent reviewed android recovery/reboot system now considerations, telemetry considerations, and equipment general use. A replacement handset and wallet case were requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software. Product ID tm90t0 lot# serial# (B)(6). Product type: accessory product ID hh9020tdd lot# serial# (B)(6). Product type : product ID m977041a001 lot# serial# unknown. Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.